Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the pump powered up to a fully functional verify screen with the appropriate audible and vibratory alerts. The alleged display issue was not reproduced during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.